Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The customer was assisted over the phone by beckman coulter, and the customer replaced the sample probe, all ise (ion selective electrode) tubing and all electrodes which resolved the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au480 chemistry analyzer. The erroneous results were not released out of the laboratory; hence there was no change to patient treatment. There was no report of injury associated with this event. The customer did not provide data.